Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complain was opened during the investigation of complaint (B)(4). The identified "upstream occlusion" alarm was confirmed and reproduced during evaluation cause by corrosion on the upstream sensor flex. The upstream sensor was replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced "upstream occlusion" alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.